Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button error alarms. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump center button had some issue. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons including the middle (enter) button were tested while navigating the menus, and they all worked properly.